Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose went up to 440mg/dl after two hours of eating lunch. It was stated that the nurse checked the site and noticed the cannula came out. The mother mentioned also having bent cannulas. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The caller stated that her daughter gone into diabetes ketoacidosis once, but she did not go to the hospital. The mother spoke with her doctor and gave her shots every two hours to lower down her glucose level. Performed the high pressure test and passed. No further information was provided.